Manufacturer narrative:
E1: reporter facility name: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an alarm overnight. Per reporter, the patient was instructed to disconnect tubing from their right arm peripherally inserted central catheter (PICC) line and place the pump and tubing in the chemo spill bag. Patient was not instructed to stop the pump prior to disconnecting. The pump infused in the chemo spill bag. They were able to assist the patient to stop the pump through the bag. Contents remain sealed in the chemo spill bag. Prior to stopping, the pump screen read 32 hours remaining. Further settings were not able to be retrieved due to risk of exposure. The pump was stopped, and the patient was instructed to contact the clinic for further directions. No external spills were reported and the pump with the attached tubing remains contained in the provided chemo spill bag. The pump was exposed to chemotherapy. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.